Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported back-up mode could not be conclusively determined. (B)(4).

Event description:
The device was noted to be in back-up vvi mode. Technical support was contacted and the merlin programmer was able to download the device and normal function was restored. The cause of the back-up vvi was due to a memory error. The patient is stable.